Manufacturer narrative:
Device was used for treatment, not diagnosis. Device has not been reportedly explanted. Device is not expected to be returned for manufacturer review/investigation. Subject device has not been received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Report from synthes europe reports an event in (B)(6) as follows: it was reported that the orif surgery for the fracture of the right proximal ulna was performed on (B)(6) 2015, and the reported va-lcp plate was installed to the fractured site. After all the necessary locking screws were inserted into the fractured site through the plate holes by variable mode to fix the plate, the surgeon commenced locking the va screws to firmly fix the plate with a t8 stardrive screwdriver shaft attached to the torque limiter. However, the 2 locking screws inserted through the holes at the proximal end of the plate kept idling and could not be locked. The surgeon then tried to lock the screws by firmly pushing them into the bone, but to no avail. The surgeon eventually aborted locking the reported screws and the incision was closed to complete the surgery without the screws being locked. Due to the event, the surgery was delayed for 5 minutes, but there were no adverse consequences to the patient. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
(B)(4). (B)(6). Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.